Manufacturer narrative:
H11 : patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set was detached from quick release. No further information was available.